Event description:
It was reported by the customer's mother that the customer heard a strange sound when the pump vibrates. Vibrating has become louder and the family suspects something might be loose in the pump. Vibrating is louder both with low and full battery. Pump passed the self test. Customer's mother noticed a change in the way the pump vibrated. Insulin pump will need to be returned and replaced. No further assistance needed.

Manufacturer narrative:
Unexpected loud vibration noise noted during self test due to vibrato motor adhesive not adhering. Unit had cracked reservoir tube lip, cracked belt clip slot, cracked lcd window, cracked case at display window corner, stained end cap sticker and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.